Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "removing the xia 3 screw the screw interface and the tulip broke off while extracting the screw. The screw is burried in the bone leaving no choice but ot leave the screw in the pt."